Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The reporter contacted lfs on her mother's behalf alleging that her one touch ultra meter was prompting the error 5 message. The senior medical affairs specialist contacted the pt the next day. The pt reported that her meter had not worked in two weeks and she had not attempted to use the meter throughout the time of concern. She had been visiting a clinic for regular blood pressure and blood glucose testing. On one occasion, her blood glucose level was in the 300-mg/dl-range. She was administered treatment intravenously to lower her blood glucose level. The pt reported that she maintained her oral medication regimen while she had been unable to test. The pt was unwilling to provide any further details. Therefore, based on the info provided, there is no indication that the meter contributed to injury or medical intervention. The customer service rep confirmed that the pt had been using correct techniques and the test strips were in good condition. The csr walked the reporter through a retest and the meter prompted the error 5 message. Based on the info, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter, test strips, and control solution were replaced.